Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed due to the response button cable being creased and pulled out from the connector on the ca board. The cause of the non-functional response buttons is the pulled flex pcb cable. The root cause of the pulled cable cannot be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor's response buttons were non-functional.